Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur. Customer was advised to report back if the issue reappears, and they confirmed their understanding.